Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Device history records was conducted. The report indicates that the: DHR review part number: 314.743, synthes lot number: 9902022, release to warehouse date: (B)(6) 2016 supplier: (B)(6). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the tip of a reamer/irrigator/ aspirator (ria) driver shaft broke off. The breakage was detected at the loan department. The event procedure is unknown. Complaint involves one (1) part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: one (1) reamer-irrigator-aspirator (ria) drive shaft (part: 314.743 / lot: 9902022) was returned with a complaint stating that the distal end was broken. The complaint condition is confirmed as the drive shaft was received with the distal tip broken off. The broken portion was not received. Replication of the complaint is not applicable as the device was returned broken. A visual inspection, device history review, and drawing review were performed as part of this investigation. The complaint condition is the result of an overload of forces to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. The ria technique guide addresses recommended use; information on care and maintenance is provided per the processing synthes reusable medical devices documentation. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. A device history record review was performed for the returned drive shaft. The device was released to the warehouse in march, 2016 with no non-conformance reports generated during production. Further evaluation shows that, during use, the drive shaft is attached to the corresponding length ria tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. The drive shaft was received with the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The balance of the device shows some surface wear and the shaft was noted to have slightly bent, but the device is in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. A review of the current design drawing for the top level assembly and the drive shaft component was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The device confirmed to all dimensional specifications measurable with a calibrated caliper, including wall thickness of the remaining distal tip. Despite the young age of the device, the condition of the returned device is consistent with an overload of forces to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. No new, unique, or different patient harms were identified as a result of this evaluation. The design is adequate for its intended use when used and maintained as recommended; it did not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.